Event description:
The person with diabetes called in for line blocked alarm, changed cassette and infusion set. The outcome of the event is resolved. There was no patient injury.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D3 - mfg establishment name: corrected. D9 - date returned to mfg: 9/8/2025. H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected, found the cannula is observed to be bent 90° from its intended orientation and no other anomalies or damages were observed. The complaint of a line blocked alarm can be confirmed based on the condition of the returned cannula. The probable cause is unknown.